Manufacturer narrative:
Investigation: visual inspection revealed that the loading device was returned with the delivery tube. The seal and the tension spring assembly were inside the loading device, under the window. There was evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal would not load properly" was confirmed. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal would not load properly. The hospital stated "the device would not squeeze at all." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.